Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 1.5mm x20mm x143cm coyote¿ es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5mm x 4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.